Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 25oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen monitor did not respond to the controls. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12nov2018. Date of manufacturer: 09nov2018. Philip's international service technician discovered that the issue was found to be with the navigational ring instead of the touchscreen. The technician replaced the user interface assembly. The outcome was positive; the system was found to be working properly.

Manufacturer narrative:
Date rec'd by MFR: 28jan2019. Failure analysis conducted by philips on the returned user interface assembly shows that the customer complaint of ¿touchscreen calibration failure¿ was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.